Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose over 800mg/dl, and she was treated with an insulin drip. The customer experienced symptoms of diabetes ketoacidosis, nausea, diarrhea, and blurred vision. Troubleshooting was performed. It was stated that the insulin pump is functioning properly, but the customer has not been doing the right things to control her diabetes. The nurse mentioned that the customer does not check her glucose level daily, and she was receiving her basal delivery, but was not bolusing. The customer's most recent glucose reading was 118mg/dl. No further information was provided.